Event description:
It was reported that during the first procedure of right lower lobectomy, the operation was completed without any bleeding or leakage issue. After the surgery, low hgb was noted but there was no blood in drainage bottle. Re-operation was taken and some blood clot was noted. The bleeding point was on the segmentalis basalis anterior.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. D4: batch # unk. Investigation summary: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and slight bleeding could be observed on the end of the staple line. However, no malformed staples or some damage could be noted. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the vessel skeletonized or staple culturized prior to firing? Unknown. Were there clips or other staple lines in the area the device fired that ultimately led to post op bleeding? No.